Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available, a follow-up med watch report will be submitted.

Event description:
It was reported that a patient was implanted with a puros customized block, spongiosa partikel and a copios pericardium membrane. After insertion of the bone block, the wound was closed. The first post-op follow up appointment after one week was normal. At the second post-op appointment for suture removal, extensive dehiscence was observed, the collagen membrane was already lost/absorbed and the bone block was exposed. The bone block was already infected/contaminated and it had to be removed. This med watch report is for the copios pericardium membrane.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza19200003. One departure from standard operating procedures was noted during the records ( nc 19 37 079: exceedance of temperature cooling room f28b- product was not affected by the non-conformance). Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification - sp-copios membrane ce-d "05"; annex 1-1 "02" and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 40 copios pericardium membrane xenografts from lot nza19200003 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Infections after surgical procedures are a well-known phenomenon and may be caused by an unsterile handling. Those infections may trigger inflammation, wound dehiscence as well as implant and transplant failure. Based on the manufacturing records review, serial ID (B)(6) met rti specifications and final release criteria prior to distribution. It is more plausible that the patient's adverse event was associated with a source or event extrinsic to the implant.

Event description:
The patient underwent a dental procedure at tooth sites 44-47 on (B)(6) 2021. A pl bone block puros allograft, puros spongiosa particles and a copios pericardium membrane were implanted. It was reported that the wound was closed after insertion of the bone block. At the first follow-up appointment, one week post-operatively, the wound was normal. On (B)(6) 2021, the patient returned for suture removal and extensive dehiscence was observed. The collagen membrane was already lost/absorbed and the bone block was exposed. On (B)(6) 2021, the bone block was removed due to it being infected/contaminated. Inflammation was additionally reported. To patient will need to undergo a future augmentation procedure to complete the treatment.